Manufacturer narrative:
Product complaint # pc-(B)(4). Batch # t5ee5y. Investigation summary the analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60t cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a vats for right partial lung resection, the psee60a loading gst60t was used. The knife stopped about 20mm away from the proximal end of the cartridge. The surgeon used the manual override lever since the knife reverse switch did not function. But the proximal end part of the manual override lever was broken while moving the lever, and the lever did not function. Therefore, the surgeon inserted a forceps between the jaws, and the jaws were opened forcibly to remove the device from the patient. Another psee60a loading another gst60t was used to complete the case. When the sales rep checked the psee60a after the procedure, it was found that a part of the groove of the anvil jaw where the knife moved through was turned up. The issue was observed where the event occurred of the knife. The surgeon¿s comment is following. The target tissue was stiff and thick. There was a possibility that the device was clamped the target tissue much at the proximal end of the jaws. The motor sound nearly stopped and the knife managed to move forward at the 3rd firing for completion the case. There was no problem for the patient when the surgeon opened the jaw with the forceps. The patient is stable and is discharged on schedule. There were no adverse consequences to the patient.